Manufacturer narrative:
The investigation into the reported positioning issues has been completed. The impella device was not returned for evaluation. After reviewing the clinical information, it was determined that the cause of the positioning issues was patient movement. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp came out of pump position "dislodged" from the left ventricle when the patient was being transferred. The team was unable to unable to re-advance the catheter to an appropriate position. The impella cp device was explanted. The patient survived the procedure.